Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
Difar screw head. Removal of metal work at l5/s1, patient was experiencing buttock pain in the right side and the s1 screw on the right side was broken at the shank upon removal. There was no evidence of breakage on any previous scans. The screw broke at the shank, the shank remains in the patient as the surgeon was happy it was fused and not going to move or dislodge, causing no harm at all to the patient. No delay in case. Update 07 april 2016: the patient had buttock pain. Surgery was a removal of implants as they were only posterior fixation until anterior implants fused. Posterior fixation supplementing anterior fixation almost always gets removed. The patient has had buttock pain during the last 12 months. Screws were inserted in 2011, exact date unknown. 4 screws were removed from the patient, these were not replaced.

Manufacturer narrative:
(B)(4). One (1) expedium 5.5 di fav.angled extended tab 7mm top loading screw [product code: 1797-99-730, lot no: alfbmn] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the sample broke at the transition zone between the screw¿s polyaxial sphere and the screw shank. The fracture analysis report reveals evident fatigue striations/progression lines that extend across the surface toward the potential crack termination site. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the polyaxial screw breaking at the transition zone between the screw¿s polyaxial sphere and the screw shank cannot be positively determined. However, the fracture analysis report reveals evident fatigue striations/progression lines that extend across the surface toward the potential crack termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.